Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number). H3, h6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed the device was opened incorrectly. The reported allegation cannot be confirmed. Properly handling and attention to the approved use of the device diminishes the risk of failure. For information on compatibility with other devices or systems consultation with a depuy synthes representative is recommended. During preparation, mixing and transfer make sure to always handle the mixing device by gripping the blue parts. If the transparent part is used as grip the excess body heat provided by the users hand might result in a shortened application time. 1. Open the glass ampoule by breaking off its neck with the plastic cap. Place the opened ampoule in the ampoule holder in the vertecem v+ cement kit inner blister or on a flat, sterile surface. 2. Hold the mixing device upright and make sure the blue handle is in its outmost position. Tap gently on its lid with your finger to ensure that no powder sticks to transportation lid or mixer walls. Remove the transportation lid from the mixing device and dispose of it. 3. Pour the full content of the ampoule into the mixer and close it tightly with the separate mixing and transfer lid. Make sure that both mixing lid and the sealing plug on top of it are securely tightened. 4. Start mixing the vertecem v+ cement kit bone cement by pushing and pulling the blue handle from endpoint to endpoint for 20 seconds (1¿2 strokes per second). Perform the first few mixing strokes slowly with an oscillating-rotating movement. Once properly mixed, the blue handle must be left in its outmost position. 5. Once cement has been mixed, remove the sealing plug and connect the mixing device to a compatible application system. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the would not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part:07.702.016s, lot:4f53730, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 13 jun 2024, expiration date: (B)(6) 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nurse injured herself while opening the monomer liquid to mix the cement because the glass bottle broke when it broke off. The glass bottle had a defect at the predetermined breaking point and that is why the incident occurred. The bottle was opened at the table, away from the patient. There was no surgical delay. The procedure was completed successfully with the use of a new system. There was no patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.